Event description:
Customer reported normal device readings = lower 200s mg/dl. Customer's device = 232 mg/dl two hours after a meal. 15 minutes later, device = 83 mg/dl. Customer was not responsive. Ambulance was called. Ambulance device results were not provided. Customer was given an unknown injection and taken to hospital. No controls were used. A request was made for return product and replacement product was sent.